Manufacturer narrative:
Manufacturer's investigation conclusion: the report of separation of the silicone jacket from the metal connector was confirmed through the analysis of the photograph submitted by the account. The submitted photograph depicted the distal portion of the patient¿s driveline at the controller connector. A complete separation of the controller connector bend relief from the metal connector was observed. There were no adverse patient consequences or alarms associated with this event. A universal perc lead bend relief clamshell repair was placed on (B)(6) 2020. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no additional complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU and patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had a separation of driveline silicone and metal near controller. A clamshell repair was requested.